Event description:
Customer reported performing comparision tests with the freestyle meter, results wer 257 mg/dl, 76 mg/dl and 123mg/dl. The reported freestyle comparision results differ by more than 20% and meet the manufacturer's definition of a malfunction.